Event description:
A customer reported an issue with a frozen touchscreen on their pump, which prevented them from interacting with it. There was no reported impact on the customer's blood glucose level. The customer was provided with pump reset instructions but still could not interact with the screen afterward. The customer to use multiple daily injections (mdi) as a backup therapy.